Event description:
It was reported that a contour ureteral stent was to be used in a lithotripsy and stone extraction for renal calculi procedure. During unpacking, it was found that the front end of the product was adhered and the middle part of the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of stent shaft break and stent kinked was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b5 has been updated based on the additional information received on (B)(6) 2026.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a contour ureteral stent was to be used in a procedure. During unpacking, it was found that the front end of the product was adhered and the middle part was fractured. The procedure was completed with another of the same device and there were no patient complications reported.